Manufacturer narrative:
G1 manufacturer site country code: 65 g1 manufacturer site phone: 63737200 g1 manufacturer site postal code: 757438. The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a right-sided atrial flutter ablation procedure with a vizigo sheath and the device was leaking at the base of the shaft. No further details were provided regarding troubleshooting of the issue or potential damages to the device. However, the sheath was replaced and the procedure continued. No patient consequences were reported.